Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from 2 patients with no symptoms of covid-19 who were not suspected of covid-19. Customer reported encountering multiple patient discrepant results on this instrument; those discrepant results are addressed in separate discrepant workflows. Patient-1-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-2 was collected (B)(6) 2021 and tested same day using accula pcr, resulting in sars-cov-2 negative (reported to physician). Data for this test is not provided. Patient-2-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-2 was collected (B)(6) 2021 and tested same day using accula pcr, resulting in sars-cov-2 negative (reported to physician). Data for this test is not provided. Cepheid patient safety board determines testing of patient not suspected of covid-19 to be off-label use of xpert xpress sars-cov-2. Review of data provided by the customer showed abnormal amplification curves. Customer reported encountering multiple patient discrepant results on this instrument; those discrepant results are addressed in separate discrepant workflows. Upon analysis of all abnormal curves across multiple lots, the data suggests root cause to be instrument or module or software and/or a combination of these three. There was no patient harm to these asymptomatic patients that were not suspected of covid-19. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from 2 patients with no symptoms of covid-19 who were not suspected of covid-19. Customer reported encountering multiple patient discrepant results on this instrument; those discrepant results are addressed in separate discrepant workflows. Patient-1-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-2 was collected (B)(6) 2021 and tested same day using accula pcr, resulting in sars-cov-2 negative (reported to physician). Data for this test is not provided. Patient-2-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-2 was collected (B)(6) 2021 and tested same day using accula pcr, resulting in sars-cov-2 negative (reported to physician). Data for this test is not provided. There was no patient harm to these asymptomatic patients that were not suspected of covid-19.